Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a CABG, coronary artery bypass grafting, procedure it was noted that the atrial lead exhibited loss of capture, the helix appeared crunched and visibly damaged. The lead was capped and replaced successfully. The patient was asymptomatic before during and after the procedure.